Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the fact that no defect could be identified during service activity and that no further complaints have been received so far for this specific unit/issue. The most likely root cause of the reported high resistance and the consequent pump stop is traceable to non device related factors such as over-occlusion set by the user or tubing size set incorrectly by user or rotor blocked by foreign object.

Event description:
Livanova (B)(4) received a report that a s5 roller pump used on a s5 system showed high resistance and shut off during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the pump serial read-out was analyzed and did not show any error on the date of event reported by the user ((B)(6) 2021). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.